Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and determined the air flow assembly required replacement. The fse replaced the air flow assembly. The gas delivery system (gds) was returned for failure analysis. It was determined that airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 component combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement.